Event description:
It was reported the lead displayed an increase in threshold over time, high thresholds, and over-sensing. It was also reported noise was recorded on the previous check but could not be re-produced and there was a fracture. The pacing vector was changed and ultimately the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.